Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was hanging occasionally. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the programmer was hanging. Analysis noted that two power supplies were returned with the programmer one was out of specification and had no output voltage. The software was updated and the defective power supply was removed. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.